Event description:
Device returned for non-specified repair. No patient impact reported. Repair request escalated to complaint on evaluation due to the attachment foot being damaged by tool contact. On follow-up, it was noted that this was identified during a procedure and it was confirmed that there was no patient impact.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip deployed. The locator wings were severely bent and the safety release button had been pushed inward out of its retaining tabs. During clip deployment the locator wings are designed to automatically collapse so as not to interfere with the clip deployment; however, the locator wings of this device were bent. Based on the investigation findings, the most probable root cause for the bent locator wings is due to tissue compressed between the tubes and open locators. This created distal force during thumb advancement, bending the locator wings and creating the difficult removal condition. The root cause for the difficult device removal was related to operational context and not an indicator of a lot specific issue. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after the clip was fired, the device could not be removed. The locator wings were collapsed and the device was removed. Hemostasis was achieved with the clip of the starclose device. There were no adverse patient effects reported. Though requested, no additional information was provided.